Event description:
Breast augmentation - mcghan textured gel implants. I started getting very sick in 2017. I have a trail of doctor visits, thousands of dollars to find out why I was developing rheumatoid arthritis. Ra specialist suggested I see my plastic surgeon for possible implant issues. I had a hole in one of my implants. I received a recall notice in (B)(6) 2019. I had them removed (B)(6) 2019. The capsules were not removed as I did not fully understand enbloc or the need to have capsules removed. I am currently experiencing unknown neurological symptoms. After many specialists and thousands of dollars I am seeking to see a specialist in enbloc (or removal of capsules) because I suspect this is related to the implants. Implant illness is real. Women are suffering. There are hundreds of test results to submit if needed. Too many to list. FDA safety report ID # (B)(4).